Event description:
It was reported that this implantable device was found to be exhibiting codes 1004 and 1007, indicative of a shorted lead condition and charge time exceeding expectations, respectively. Technical services was contacted and recommended emergent device and right ventricular (rv) lead replacement. It is unknown if the rv lead is a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Interrogation confirmed the clinical observations of codes 1004 and 1007, indicative of a shorted lead condition and charge time exceeding expectations, respectively. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable device was found to be exhibiting codes 1004 and 1007, indicative of a shorted lead condition and charge time exceeding expectations, respectively. Technical services was contacted and recommended emergent device and right ventricular (rv) lead replacement. The device was subsequently explanted and replaced to resolve the event. Due to the patient's anatomy, the rv lead remains implanted. The patient was stable with no additional adverse effects. The rv lead is not a boston scientific product. The device was returned for analysis.

Event description:
It was reported that this implantable device was found to be exhibiting codes 1004 and 1007, indicative of a shorted lead condition and charge time exceeding expectations, respectively. Technical services was contacted and recommended emergent device and right ventricular (rv) lead replacement. The device was subsequently explanted and replaced to resolve the event. Due to the patient's anatomy, the rv lead remains implanted. The patient was stable with no additional adverse effects. The rv lead is not a boston scientific product. The device is expected to be returned for analysis, but has not yet been received.